Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed technical support's instructions, which included disconnecting the tubing, tightening connections, and delivering boluses. After the occlusion alarm recurred, the customer was advised to load a new, empty cartridge onto the pump and successfully completed a bolus, ultimately resolving the issue by replacing supplies and resuming insulin therapy.